Event description:
The hcp reported the pt developed an infection at the device pocket and cervical region. The pt's symptoms included fever with redness, swelling drainage, opening of the wound incision, and pocket erosion. The device pocket was cultured. The hcp reported meningitis was not present. The pt was given IV antibiotics and the pump was explanted 8 days after the implantation. The pt had a debilitated status prior to implantation of the pump. At the time of this report, the hcp reported that the pt's infection was ongoing and required repeat exploration and debridement, cervical and abdominal wounds, and placement of wound vac dressing to abdominal wound. A follow-up report will be sent if add'l info becomes available to us.